Event description:
It was reported, when doing external fixation, the three clamps were frozen and would not turn.

Manufacturer narrative:
Devices were retained by the hospital. If the device or additional info becomes available, it will be reported on a supplemental report.